Event description:
While the unit was in use on a patient during an emergency procedure, the unit would only augment 1 out of every 3-4 beats and the ECG and blood pressure reading changed rapidly. No patient injury was reported.